Event description:
The customer reported that the system displayed an error message and locked up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltages were reset. The system was tested and found to be working as intended and put back into service.